Event description:
It was reported that this right atrial (ra) lead showed failure to capture in both uni/bipolar. An x ray analysis was completed, and the ra lead looked good. The electrogram (egm) showed noisy signals without over sensing noted. The patient also suffers from what the physician called severe sinus node dysfunction with atrial standstill. According to the physician, the atrial lead failure appears to be related to a patient condition. The physician easily manually removed this ra lead, requested a new atrial lead, placed the atrial lead in a different location, and it worked during the procedure and the morning upon pre-discharge check. The ra lead has been returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed failure to capture in both uni/bipolar. An x ray analysis was completed, and the ra lead looked good. The electrogram (egm) showed noisy signals without over sensing noted. The patient also suffers from what the physician called severe sinus node dysfunction with atrial standstill. According to the physician, the atrial lead failure appears to be related to a patient condition. The physician easily manually removed this ra lead, requested a new atrial lead, placed the atrial lead in a different location, and it worked during the procedure and the morning upon pre-discharge check. The ra lead has been returned for analysis at this time. No additional adverse patient effects were reported.